Manufacturer narrative:
Block h6: imdrf f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a sensor wire was used during a procedure and the tip of the wire broke off inside the patient. The broken wire was successfully retrieved by the physician and the procedure was completed using an alternate method. There were no patient complications reported.